Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with bolus. No further information available.